Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure migrated into uterus/ device move") and post procedural infection ("infection from the hysterectomy") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criterion hospitalization), dysgeusia ("taste metal"), abdominal pain upper ("stomach pain/ cramps"), back pain ("back pain"), muscle spasms ("back cramps"), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics and surgery (full hysterectomy). Essure was removed. At the time of the report, the device expulsion, post procedural infection, dysgeusia, abdominal pain upper, back pain, muscle spasms, migraine and headache outcome was unknown. The reporter considered abdominal pain upper, back pain, device expulsion, dysgeusia, headache, migraine, muscle spasms and post procedural infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure migrated into uterus/ device move") and post procedural infection ("infection from the hysterectomy") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criteria hospitalization, medically significant and intervention required), dysgeusia ("taste metal"), abdominal pain upper ("stomach pain/ cramps"), back pain ("back pain"), muscle spasms ("back cramps"), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics and surgery (full hysterectomy). Essure was removed. At the time of the report, the device expulsion, post procedural infection, dysgeusia, abdominal pain upper, back pain, muscle spasms, migraine and headache outcome was unknown. The reporter considered abdominal pain upper, back pain, device expulsion, dysgeusia, headache, migraine, muscle spasms and post procedural infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.